Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "after unpacking, the health care provider found a black stain on the shield."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "after unpacking, the health care provider found a black stain on the shield."

Manufacturer narrative:
H6: investigation summary: bd received 1 photo from the customer in support of this complaint. A visual examination of the photo was performed and the customer's indicated failure mode of foreign matter was observed. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd determined the indicated failure mode was attributed to the production process. Embedded foreign matter is, by its nature, isolated from any specimen, therefore it is a cosmetic defect.